Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth limiter was at manufacturing specifications. The device actuator was stuck midway, and there was a bend in the shaft. There was no debris, and no suture was returned with the device. A functional evaluation could not be performed in full without the suture present, but the device actuator was tested. The actuator could be pushed up fully without resistance, but stuck midway on its return. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. ¿ read these instructions completely prior to use. ¿ do not push the deployment slider twice or the second implant will deploy prematurely. ¿ do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was confirmed. Factors that could have contributed to the event include misplaced force on the actuator, excessive force on the device, or unintentional bending of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, during a procedure, after deploy of the fast fix t1 the t2 deploy prematurely. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.